Manufacturer narrative:
The reported complaint was confirmed. The central control monitor (ccm) was replaced by the technician from the manufacturer's subsidiary to resolve the issue. Multiple diligence attempts were unsuccessful for further information and part return for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) would not boot up. No other details regarding the nature of this event were provided.